Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc231650e0, model: sc-2316-50e, serial: (B)(6), batch: 7212014.

Event description:
It was reported that the patient had an infection. It was noted that the patient experienced pain at the trial procedural site, a fever, redness, epidural abscess and abnormal blood counts. It was mentioned that the patient removed the dressing at home during the trial. The physician believed that the infection was device and was procedure related. The patient went to the emergency room and was administered with intravenous antibiotics and underwent a trial lead removal. The removed leads were not returned as they were retained by the medical facility. The patient was doing well postoperatively.